Event description:
The event is reported as: customer alleges: "customer called in reporting that the applier jaws would not close. Defect was discovered prior to use on pt after sterilization." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.